Manufacturer narrative:
At this time, product has not yet been returned. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Per the design documentation, the useful life of freestyle precision neo meter is 5 years. As the manufacturing date of this product is 21 sep 2016, it has been in distribution beyond its useful life as of the case awareness date of initial complaint, (B)(6) 2021. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is per the caller report of "approximately a month and a half ago", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery delay with a replacement adc device. The replacement device was issued as customer had initially reported on (B)(6) 2021 that the meter would not power on with either button press or test strip insertion. Due to delivery delay, caller reported customer experienced adverse event in which the customer was dizzy and unable to self-treat. The customer was treated with cake and milk with honey by daughter. There was no report of death or permanent injury associated with this event.